Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported having high blood glucose. The customer's blood glucose was 402 mg/dl. He believed he was being delivered too much insulin during the night and wanted help to check his rates. The customer stated his insulin pump would estimate to give him 20 units but he would only give himself 5 units because he believed the insulin pump was overestimating. He treated his high blood glucose with a bolus delivery. The customer was advised to contact his healthcare professionals for his bolus wizard settings. The customer also reported experiencing low blood glucose during the night. He stated he does not bolus after mealtime to avoid having low blood glucose while sleeping. The customer was disconnected from the call before it was determined if his bolus wizard was calculating correctly. No additional information provided.